Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that no pop-up windows appear at the monitor when a red alarm occurs. There was no patient involvement.